Event description:
It was reported that the patient underwent a procedure during which this artificial urinary sphincter (aus) was explanted due to recurring incontinence. All system components were removed and a new aus implanted without complication. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.